Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that two months and five days post a port placement via the right internal jugular vein, the patient allegedly developed with staphylococcus aureus bacterial infection and bacteremia as a result of the defective infected port. Reportedly, the infected port was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. Medical records were not provided. Therefore, the investigation is inconclusive for the reported adverse event as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported through litigation process that sometime post a port placement, the patient allegedly developed infection. However, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a port was placed in a patient after being diagnosed with lung cancer that approximately two months and three days post a port placement via the right internal jugular vein, the patient allegedly developed with fever, erythema and bacteremia. It was further reported that patient was diagnosed with bacterial infection, cellulitis and sepsis. Reportedly, the infected port was removed. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. The medical records allege that, patient underwent port placement procedure for treatment for lung carcinoma. Through the ultrasound guidance, access into the right internal jugular vein was obtained and a wire was then advanced into inferior vena cava under fluoroscopic guidance. A small incision was made on the chest and a pocket was created with blunt dissection. A tunneling device was utilized to bring the catheter from the port site to the jugular vein. The tip of the catheter was inserted into the peel away sheath and the peel away sheath was removed. A spot image demonstrated appropriate positioning of the catheter with its tip at the level of the superior vena cava/ra junction. The port was accessed, flushed with heparin. Approximately two months ten days later patient underwent port removal procedure for staphylococcus aureus bacteremia. Using blunt and sharp dissection, the port was removed in its entirety. The pocket was clean, non-purulent. Catheter tip submitted for culture. The incision was closed with absorbable suture. Ten days later, patient presented to the emergency department for weakness and his blood cultures came back showing mssa sepsis. Again a month later, patient hospitalized for abdominal pain, nausea and vomiting. After two months, patient hospitalized for peg tube fell out. The origin site does look like there was some evidence for cellulitis. After six months, a computed tomography of chest with intravenous contrast study was performed for lung cancer. The study showed that two new semisolid nodules measuring 6 mm in both lungs likely infectious and scarring extending from the right hilum into the right apex was unchanged from prior study suggestive of post radiation change. Therefore, it can be confirmed that the patient experienced bacterial infection, bacteremia, sepsis, cellulitis, fever and erythema. However, the relationship to the port is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, d4 (medical device expiration date, unique identifier (UDI) #), g3, h4, h6 (patient, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.